Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy. The actual residual volume was great than the expected volume. It was noted that this was not the first refill. It was noted that the pump was refilled on (B)(6) 2013. The excepted residual volume (erv) was 4.6cc but the actual residual volume (arv) was 6.2cc. It was noted that on (B)(6) 2013 the erv was 3.4cc and the arv was 5.5cc. It was noted that the (B)(6) 2013 the erv was 4.4cc and the arv was 11cc. It was noted that on the day of report the erv was 3.8cc and the arv was 35cc. It was reported that the patient had been complaining of no pain relief shortly after the refill on (B)(6) 2013. It was reported that on the date of (B)(6) 2013 paint had rated their pain an ¿8 out of 10 via the pain scale.¿ it was reported that the patient was always in pain. It was stated that event logs and programming were confirmed as normal. The pump system was delivering fentanyl and bupivacaine. Additional information received reported that the patient was having increased pain. It was unknown what caused the discrepancy. It was noted that there were ¿no problems with rotor.¿ it was reported that ¿catheter dye study (cds)-abnormal and rotor study-normal.¿ it was noted that they would identify the cause of the discrepancy in surgery. It was reported that patient was not receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received later reported there was a surgical revision of the it (intrathecal) catheter and a revision of the pump pocket on (B)(6) 2015. It was noted that the patient was asymptomatic prior to the volume discrepancy. The previously reported failed catheter dye study was on (B)(6) 2015. At the time of report that patient was doing well and receiving effective therapy

Event description:
Additional information received clarified that the patient's dye study occurred on (B)(6) 2014, not (B)(6) 2015 as previously reported. It was also clarified that the patient's revision occurred on (B)(6) 2014, not (B)(6) 2015 as previously reported.

Manufacturer narrative:
Analysis of the catheter found the catheter body was kinked and caused the inner lumen to occlude. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that patient had gone to their refill on (B)(6) 2014 where "they pulled out 35cc drug out of 40cc, patient was concerned." It was noted they usually pull out 4cc." It was reported that since implant of the pump ((B)(6) 2013), patient had been having problems. During the refill it was discovered something was wrong. It was noted that while at the clinic no one checked patient's neurological symptoms. It was noted that during the refill appointment they put 40cc back in and turned it "down low." It was reported that during the patient's refill they were placed on oral medication and they had side effects. It was noted that the physician was "mixing the drug that was put into the pump." It was reported that no one seemed to know what to do other than they would have to do a dye study and rotor test. It was stated that "it would be 3-4 weeks before patient could see the physician." It was noted that patient's physician would not see the patient. It was reported that ten days after implant (first or second week of june, it was a friday), patient's blood pressure was "200 over 1-something." Patient was instructed to go into the ER and was told they were in withdrawal. While in the ER, it had took a while to a while to "continue direct IV of dilaudid into patients arm along with medications to bring heart rate down." It was noted that the physician had been notified of the event. Prior to leaving the hospital patient was given enough dilaudid to get through the weekend into monday. Patient was seen on tuesday by the physician. It was noted that patient had not seen the physician since (10 days after implant). It was noted that the past two months patient had felt terrible, and was told to just "take advil." It was further reported that on (B)(6) 2013 patient got sick, had extremely high blood pressure, non-stop throwing up. It was noted that patient had spent a week in the hospital, where they were trying to stop the nausea and trying to bring the blood pressure down with constant IV. It was reported that was when they told the patient they were "in complete withdrawal." Patient had to wait 2 months until the refill date of (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the partial pump segment of the catheter was explanted and replaced on (B)(6) 2014. It was noted the healthcare provider (hcp) met the patient before the surgery for catheter revision and the patient reported she was in the emergency room (ER) in (B)(6) 2013 because she was "over medicated." It was also reported there was no patient injury and the patient recovered without sequela. A dye study was performed on (B)(6) 2014 and failed and a rotor study was not performed. It was further reported the patient was hospitalized in (B)(6) 2013 for signs and symptoms of the flu, which included nausea, vomiting, chills, and fever. It was noted a pump refill in (B)(6) had an expected volume of 3.8 ml and an actual volume of 35 ml. It was also reported her (B)(6) fill had an expected volume of 4.4 ml with an actual volume of 11 ml. It was also reported when the hcp opened up the pump site and pulled out the pump, the catheter was kinked at the connector just past the clear sleeve. It was noted when the catheter was straightened out there was good cerebrospinal fluid flow.

Event description:
Additional information received reported the patient resolved without sequelae on (B)(6) 2014 after a catheter revision/replacement of the kinked catheter on (B)(6) 2014. It was noted to be related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been in the hospital with pain and pneumonia through the previous summer. On (B)(6) 2014 the patient came in for a refill. 3.4 milliliters (ml) were expected and 35 ml were withdrawn from the pump. The previous refill was (B)(6) 2013 and volumes were okay. The previous fill (B)(6) 2013 had an expected volume of 3.4 ml and an actual volume of 5 ml. Before that on (B)(6) 2013 the expected volume was 4.6 ml and the actual was 6.2 ml. The pump was programmed to minimum rate mode. The patient had not had any withdrawal symptoms since then. There were no changes in general health since the last visit. However, the patient had increased posterior neck headache pain. The patient was given hydroxyzine in case of withdrawal on the visit. It was reported a catheter dye study was done on (B)(6) 2014 and they were unable to aspirate. A roller study done the same day was normal. No alarms were occurring. The patient was given 4 milligrams of dilaudid, 3-4 times per day. The patient had already been taking 2 milligrams "bid" for severe break through pain just in case. A catheter revision was being planned but the patient lost her insurance and would get it back (B)(6) 2014. The patient wanted the whole system replaced or nothing at all. The health care provider (hcp) wanted to just replace the catheter as the pump was functioning properly. It was reported the patient had "nothing but problems" with the pump and that a recalled pump should never have been implanted. The patient was in the hospital over christmas with withdrawal. The patient was seen, however, on (B)(6) 2014 and "everything was fine," so the timeline was unclear. The patient had hospitalization on (B)(6) 2014. It was reported someone called to compound the fentanyl for the patient, but it was not known what that meant. The patient also had pneumonia and other issues. The pump was felt to be working fine and the patient was being covered with oral medication until surgery could be scheduled.

Event description:
Additional information received from an hcp reported that the issue with the catheter was an occlusion, and a kink was noted (as previously reported), in the junction between the catheter hub and the catheter itself. Eight inches were trimmed off and a new pump segment was placed on the cut end. The patient was doing good, and was receiving effective therapy. It was additionally reported that the cause of the volume discrepancy was due to an ineffective pump. The pump was also replaced on (B)(6) 2014. Further follow-up was performed to obtain additional information regarding how the ineffective pump was determined, and what was meant by an ineffective pump. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported at the end of (B)(6) 2013 the patient was hospitalized with flu-like symptoms including nausea, vomiting, and increased pain and the patient believed it was withdrawal. It was noted in february 2014 the healthcare provider (hcp) did a refill of the pump and the expected residual volume (erv) was significantly less than the actual residual volume (arv). It was thought the erv was 3.8 milliliters (ml) and the arv was 35 ml. It was further reported on (B)(6) 2014 the hcp did a catheter access port (cap) dye study and it failed. It was noted on (B)(6) 2014 they were planning on doing a catheter revision and concentration changes. It was noted there were no alarms and the logs were clear. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.